Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 21-apr-2017 replaced the stator face, rotor seal, and sample loop for the injection valve. Ran several patient samples with total areas within specified range consistently. Ran controls and results within specified ranges and verified by customer. The most probable cause of the reported event was a faulty rotor seal.

Event description:
On (B)(6) 2017 the customer reported low area with their hlc-723g8 analyzer. Customer reported results are showing dots and it is stating area is to small. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.